Event description:
As reported by the (B)(4) study, a patient experienced a peri-procedure mi. At the time of the index procedure, angiography revealed 80% stenosis. The indication for the index procedure was a positive functional test for ischemia. The lesion was 16mm in length, class c, de novo. The reference vessel was 3.5mm in diameter. A 3.5 x 18mm cypher was implanted at 15atm by direct stenting and was post-dilated per standard procedure with a 1.5 x 8mm balloon at 14atm. The stent overlapped distally with a previously deployed non-cordis stent. Post procedure ck peaked at 357 (uln 234), ckmb peaked at 20.8 (uln 6.3), and troponin I peaked at 17.81 (unl 0.04). The cec adjudication committee adjudicated this to a peri-procedure mi. The ECG core lab reported no new major st-t abnormalities, no q waves. The patient was not symptomatic. The post procedure course was uncomplicated and the patient was discharged the day after the index procedure.

Manufacturer narrative:
Concomitant medications included: aspirin 325mg daily since (B)(6) 2010, lisinopril/hctz 20/25 qu since (B)(6) 2010, carvedilol 12.5mg daily since (B)(6) 2010, tricor 145mg since (B)(6) 2010, lovaza 2gm twice daily since (B)(6) 2010, clopidogrel 600mg intra procedure, bivalirudin intra procedure. Concomitant devices: unknown. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion updated to remove referenced to angioguard device since this was not used in this procedure. Updated complaint conclusion: as reported by the (B)(4) study, a patient experienced a peri-procedure mi per cec adjudication. This is a (B)(6) female with medical history including hypertension, history of previous pci ((B)(6) 2009), history of diabetes mellitus (type ii) and smoker. At the time of the index procedure, angiography revealed 80% stenosis. The indication for the index procedure was a positive functional test for ischemia. The lesion was 16mm in length, class c, de novo. The reference vessel was 3.5mm in diameter. A 3.5 x 18mm cypher was implanted at 15atm by direct stenting and was post-dilated per standard procedure with a 1.5 x 8mm balloon at 14atm. The stent overlapped distally with a previously deployed non-cordis stent. Post procedure ck peaked at 357 (uln 234), ckmb peaked at 20.8 (uln 6.3), and troponin I peaked at 17.81 (unl 0.04). The cec adjudication committee adjudicated this to a peri-procedure mi. The ECG core lab reported no new major st-t abnormalities, no q waves. The patient was not symptomatic. The post procedure course was uncomplicated and the patient was discharged the day after the index procedure on dual anti-platelet therapy. The stent remains implanted, thus neither product is available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Manufacturer narrative:
Complaint conclusion: as reported by the (B)(4) study, a patient experienced a peri-procedure mi per cec adjudication. This is a (B)(6) female with medical history including (B)(6) 2009), history of diabetes mellitus (type ii) and smoker. At the time of the index procedure, angiography revealed 80% stenosis. The indication for the index procedure was a positive functional test for ischemia. The lesion was 16 mm in length, class c, de novo. The reference vessel was 3.5 mm in diameter. A 3.5 x 18 mm cypher was implanted at 15 atm by direct stenting and was post-dilated per standard procedure with a 1.5 x 8 mm balloon at 14 atm. The stent overlapped distally with a previously deployed non-cordis stent. Post procedure ck peaked at 357 (uln 234), ckmb peaked at 20.8 (uln 6.3), and troponin I peaked at 17.81 (unl 0.04). The cec adjudication committee adjudicated this to a peri-procedure mi. The ECG core lab reported no new major st-t abnormalities, no q waves. The patient was not symptomatic. The post procedure course was uncomplicated and the patient was discharged the day after the index procedure on dual anti-platelet therapy. The stent remains implanted and the angioguard was discarded, thus neither product is available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics, and procedural factors may have contributed to the event.